Event description:
It was reported that poor sensing was observed. Perforation was found via x-ray. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.